Manufacturer narrative:
Approximate age of device: 3 years and 2 months. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. Data log files were sent to the manufacturer for review due to multiple red heart alarms. A review of the data log confirmed multiple red heart alarms, driveline disconnect alarms and pump stoppages. The final one day and 22 hours of the log file did not appear to show any adverse device events. The patient was asymptomatic. No additional information was reported.